Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va09hds, implanted: (B)(6) 2013, product type: lead.

Event description:
The healthcare professional (hcp) reported that the patient didn't feel like the device had been working and had a return of urgency and incontinence. That patient was in the ER and had an EKG about 6 weeks prior to (B)(6) 2016. This was noted as when the patient felt things start to change with their therapy. The patient was seen on (B)(6) 2016 and impedances were out of range. C-3, 0-3, 1-3, and 2-3 combinations showed greater than 4,000 ohms. The hcp also saw the patient on (B)(6) 2016, and the impedance issues were still present. It was indicated that the hcp did not change any programming at either appointment. The hcp mentioned they were planning on replacing the lead, but wanted to discuss the impedance measurements first. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.